Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery wasn't working and they noticed this right away after being implanted. The patient reported that the device never worked since it was put in and they received no therapy relief from the device. The patient noted that they were in a lot of pain. A stimulator implant was performed on (B)(6) 2018. No further complications reported.